Event description:
Doctor claims the graft was implanted, during a bentall procedure, for an aortic arch replacement. The pt developed fever of unknown etiology from post-operative day (pod) #4. The fever was as high as 38.0 degree c with elevated white blood cell count and c-reactive protein. The pt was treated with i.v. Vancomycin and is now doing well. The graft was left in. Note: the duration of the fever is unknown and unattainable. On 2/8/2000, co learned that the approximate date of the implantation was 12/22/1999. Therefore, the estimated date of the incident is 12/26/1999.